Event description:
Additional information received reported that the pump system was delivering morphine and bupivacaine. It was noted that patient was having "difficulty with administering personal therapy manager (ptm) bolus." Additionally it was noted that the patient was doing "clinically well." Additional information received reported the ptm was not uploading information. The refill date was not accurate. It was noted that the low reservoir alarm date showed as (B)(6) 2014. It was noted that the pump was refilled on day of report. It was stated that the issue did not resolve after re-updating the pump with the clinician programmer. It was noted that after "decouple/recouple ptm" was done, the issue had resolved. The new low reservoir date was (B)(6) 2014.

Event description:
It was reported that the refill date on the personal therapy manager (ptm) was incorrect, as the patient recently had a refill ((B)(6) 2014). It was stated that the original date for the refill was (B)(6) 2014 and now the ptm now the refill date was stated to be (B)(6) 2014. The patient notified the healthcare provider (hcp) and was told that everything was done correctly. It was also stated that the patient had issues over the last month with receiving a bolus. The patient sometimes saw a screen telling her to wait 4 or 5 hours. The patient tried to deliver a bolus on the day of the report and was unsuccessful. The patient was reportedly about to deliver a bolus over the phone. It was further stated that the patient was in pain and it started 7 years ago; it was described as normal. It was also mentioned that in the process of delivering a bolus, the patient had to press over her breasts and that caused pain. It was noted that the patient was unable to walk, as she was disabled. The drug the pump delivered was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial# unknown, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).